Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a hepatectomy case the site used the device with apparent success. However, severe blood loss occured and the pt lost 2 litre of blood. It was found that the staple in the right inferior vein dehisced and caused serious blood loss.